Manufacturer narrative:
(B)(4). The event is currently under investigation. Investigation- evaluation: a review of the complaint history, specification, manufacturing instructions, instructions for use (IFU) and quality control (qc) were conducted for the purpose of this investigation. The device was not returned to assist with the evaluation. Incoming inspection specification for the monofilament tether states "verify c of c is present along with tensile test results between 0.55 lbf ¿ 1.1 lbf." It is unknown what force was applied during the procedure to cause the tether to break. The product is tethered per drawing and mi and inspected per qc. There is no evidence to suggest that the product was not made to specifications. The instructions for use for universa stent soft or firm cautions: ¿do not force components during removal or replacement. Carefully remove the components if any resistance is encountered.¿ it is possible that the user exerted excessive force when removing the tether from the patient. Based on the available information, the root cause has been determined to be excessive force during the procedure. We will continue to monitor for similar complaints.

Event description:
After placing the universa firm ureteral stent, the tether broke in 3 to 4 pieces when attempting to be removed. This was being placed over a sensor wire. All pieces were removed with a rigid grasper through the cystoscope and the stent remains in the patient. No harm to patient. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.